Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2003 and a right hip arthroplasty on an unknown date. Subsequently, the patient was revised on the left hip on (B)(6) 2014 due to trunnions. The head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Manufacturer narrative:
Evaluation of the returned device found the articular surface showed evidence of regions of abrasion and/or scratching with possible debris and/or corrosion visible on the taper junction surface. With the parts and information available, there is no indication that the implant components as delivered were anything other than conforming and there is no indication that there is any non-conformance in the products as designed or manufactured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2003 and a right hip arthroplasty on an unknown date. Subsequently, the patient was revised on the left hip on (B)(6) 2014 due to trunnionosis. The head and liner were removed and replaced. Additional information received from patient legal counsel reports patient allegations of personal injury, elevated metal ion levels, pseudotumor, swelling, edema, and trunionosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.